Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the right circumflex (rcx) artery. A non-abbott microcatheter did not pass the lesion therefore the bhw guide wire was advanced and able to cross the distal rcx. The microcathter was attempted to be advanced over the bhw with turning movements of the microcathter. During this try the radiopaque tip of the guide wire broke into two parts. The proximal end of the guide wire was able to be retracted; however the tip of the guide wire was in the distal part of the rcx and was not removed. The patient required an extended hospital stay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the high-grade, heavily calcified anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified anatomy in conjunction with manipulation of devices as the microcatheter was advanced over the guide wire using turning movements resulted in the noted misaligned coils and ultimately resulted in the reported/noted material separation. As reported, no attempt was made to retrieve the separated distal tip of the guidewire due to the very distal location and distally tortuous vessel. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was provided. Resistance was met during advancement due to the high-grade, calcified lesion. No attempt was made to retrieve the separated distal tip of the guidewire due to the very distal location and distally tortuous vessel. No additional information was provided.